Event description:
Ten year old resident was positioned in adapted wheelchair in front of radiant heater. Evidently child threw left arm out (possible seizure) with left hand coming into contact with heater grill. Resident sustained 5 x 1 1/2 cm. Second degree burn to the back of left hand. Child was transported to emergency room in akron for evaluation of burn. The burn has been treated with silvadeen, dry sterile dressings and debridement with betadine. The burn has not healed as of this date.the device has been tested but there is no way the child could be burned by touching the grill, even for a long time. The glass under the grill does apparently get hot enough to cause a burn, and the grill holes are large enough to allow a child's hand through.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided, inserviced by other facility staff. The device was not destroyed/disposed of.